Event description:
Customer reported unexpected negative reactions for antibody screen on two patient samples. For the first patient, there was no previous history and an initial sample tested antibody screen negative on the galileo. A second sample from the patient had positive results for antibody screen using a gel method and an anti-e was identified in the patient's serum. Retesting of the original sample for antibody screen on the galileo was positive. For the second patient, an antibody screen was performed on the galileo and gave a negative result; the patient had a history of anti-k detected in their serum. Two units were crossmatched for transfusion, but were incompatible. The customer performed an antibody screen on the sample using a gel method and obtained positive results; anti-fya and anti-e were also identified. Retesting of the sample for anti-body screen on the galileo was positive.

Manufacturer narrative:
Images from the customer's instrument were retrieved and reviewed. For the first patient, the test wells appear negative with a slight haze around the button. For the second patient, the test wells appear negative. A service call was made and the instrument was found to be operating within specifications. The customer did not submit samples for investigation testing. Capture-r ready-screen (4) test wells, lot k102 were returned. A faint gray residue was observed in the majority of the strips. The presence of the e, k, and fya antigens was confirmed on returned and retention capture-r ready-screen, lot k102. Since patient samples were not returned, it is not possible to rule out the nature of the samples as a cause of the event.